Event description:
A malfunction was reported with an error code indicating a communication error with the memory. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the device, and after the reset, the malfunction code did not recur. The customer was advised to continue using the device and to contact support if the issue reappeared.